Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). It was also reported that device thresholds were higher than newly implanted device thresholds. The ICD was removed and replaced with new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.